Manufacturer narrative:
B3: date of event ¿ estimated. D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. It was reported that the viatrac plus presented with the inability to post-dilate a stent. It should be noted that the peripheral dilatation catheter (pdc), viatrac 14 plus, global, instruction for use (IFU) states: the viatrac 14 plus peripheral dilatation catheter is intended: to dilate stenosis in the peripheral arteries (iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal arteries). For the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In this case, it is unknown if the IFU deviation caused or contributed to the reported complaints. The investigation was unable to determine a conclusive cause for the reported inflation issue, deflation issue and patient-device incompatibility. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: rpt2135004 rev b titled; post market clinical follow-up evaluation report peripheral dilatation catheter family. As multiple devices were captured in the pmcf report, the other devices referenced in the pmcf are filed under separate report numbers.

Event description:
It was reported through a post market clinical follow up (pmcf) evaluation report identifying the viatrac plus dilatation catheter that may be related to the following: adverse effects of vessel rupture/hemorrhagic event, dissection, perforation, hematoma, embolism, occlusion/abrupt closure, pseudoaneurysm, and device issues of inflation and deflation issues, inability to post-dilate a stent, and off-label use to post-dilate a stent. Details are listed in the attached pmcf, titled post market clinical follow-up evaluation report peripheral dilatation catheter family. Please see the attached post market clinical follow up evaluation report for specific information.

Event description:
Subsequent to the previously filed reports, additional information was received that the same data points were captured via an update to this post market clinical follow-up (pmcf) evaluation report peripheral dilatation catheter family. Data was collected between september 19, 2024 and october 31, 2024. Please see the attached pmcf evaluation report for specific information.

Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It was reported that the viatrac plus presented with the inability to post-dilate a stent. It should be noted that the peripheral dilatation catheter (pdc), viatrac 14 plus, global, instruction for use states: the viatrac 14 plus peripheral dilatation catheter is intended: to dilate stenosis in the peripheral arteries (iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal arteries). For the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In this case, it is unknown if the IFU deviation caused of contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported inflation issue, deflation issue and patient-device incompatibility. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 revised: date of event estimated as 10/31/2024 - based upon data reported during the time frame of 09/19 - 10/31/2024. D4: the unique device identifier (UDI) is unknown because the part number and lot number were not provided. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - primary UDI number: updated from ni to unknown. G4 - PMA/510(k) #: updated from k072798 to k221057. Attachment: rpt2135004 rev c titled: post market clinical follow-up evaluation report peripheral dilatation catheter family as multiple devices were captured in the pmcf report, the other devices referenced in the pmcf are filed under separate report numbers.